Event description:
The user facility reported to terumo cardiovascular systems corp. That prior to cardiopulmonary bypass the shunt sensor leaked. No patient involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The unit was visually inspected and pressure tested at 1000 mmhg. A leak was observed at the small bore end at a corner of the weld. A review of the device history revealed no anomalies which would contribute to a leak at the weld. This unit was sufficiently cured and sealed to pass through a 100 percent leak test in-process. The root cause, drift in raw materials causing the unit to be weaker in the weld area than other units, was identified to be shipping and handling paired with a decrease in mechanical integrity. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.